Event description:
The devices was used during a laparoscopic tubal procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.